Event description:
Allegedly, patient was revised due to mom complications.

Manufacturer narrative:
This is the same event as 3010536692-2016-00657. This report will be updated when investigation is complete. Trends will be evaluated.